Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the rear response button was defective. The cause of the defective rear response button is that the response button was not fully seated in the monitor. The root cause for the unseated response button cannot be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.